Manufacturer narrative:
Clinician stated that 2 lodi implants failed to osseointegrate. Pt has moderate density bone. The implants were not immediately loaded. The clinician did not provide the following info: amount of torque used on abutments and implants and whether primary stability was achieved. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate w/the bone and is rejected by the body, the cause is unknown. The records management database specifies that the implants met the specifications and were approved for product release. Any discrepancies or issues of non-conformance were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required. Refer to per (B)(4).

Event description:
Lodi implants failed to osseointegrate.